Event description:
When removing the argon wire from the radial sheath after getting radial access, the wire unraveled, and the tip broke off. This remained in the artery without patient consequence.

Manufacturer narrative:
The complaint sample has been returned for investigation and is currently in process. A follow up report will be submitted upon the closure of the investigation.